Event description:
It was reported that at the user facility the power cord burned and fused to the device. There was no patient involvement, no delay, no medical intervention and no adverse consequences.